Event description:
It was reported that a cadd 100 ml cassette with flow stop was in the sealed cassette package but tubing had no white cap on end and leaked on first day vial access adapter was inserted. No adverse patient effects were reported.